Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal of mid right coronary artery to proximal of distal right coronary artery. The patient's status was stable.

Manufacturer narrative:
The device was returned for analysis. The blue sheath assembly and drive cable were found cut. There was no damage observed on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter got stuck in stent occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal of mid right coronary artery to proximal of distal right coronary artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was inserted into the blood vessel. During pullback after delivery of this device, the opticross¿ imaging catheter got caught with the previously placed stent and couldn't be manipulated. The physician pulled it out from the body by cutting the hand base shaft and inserting a non-bsc guide extension catheter. The procedure was completed with another opticross. No patient complications was reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter got stuck in stent occurred. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was inserted into the blood vessel. During pullback after delivery of this device, the opticross¿ imaging catheter got caught with the previously placed stent and couldn't be manipulated. The physician pulled it out from the body by cutting the hand base shaft and inserting a non-bsc guide extension catheter. The procedure was completed with another opticross. No patient complications were reported.